Event description:
The sales associate alyx bakmand reported on behalf of the customer that the surgeon need to extract a screw as it was at the wrong angle. She reported that the surgeon used the extractor screwdriver and the inner shaft broke off inside the screw, therefore he had to remove the whole plate with two screws already stuck in it and start again. She added that there were no adverse effects on the pt, but the procedure took a little bit longer due to this.

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: a full eval could not be completed as the implicated device was not returned. There have been 30 total complaints related to inner shaft tip deformation; those investigations concluded that user-error lead to the failures. The device is made of an implant grade stainless steel to mitigate any risks of tips remaining in the pt. In this case there were no adverse consequences reported and all the fragments were removed from the pt. Conclusion: the complaint could not be fully investigated as the implicated device was not returned.